Manufacturer narrative:
(B)(4). Batch # l52p2z. Packaging lot # corrected data, unk the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the device deploy any staples? Did the device deliver a cut line? Was the cutline and staple line equal in length? How was the device removed from the tissue? How was the procedure completed? What color reload cartridge was being used? What firing did the issue occur? Was buttressing material used?

Event description:
It was reported that during an unknown procedure, the device got stuck during firing and would not reverse; not even with the manual reverse switch. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.